Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula to be damaged (wrinkled/cracked electrode). See attachment files for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 54 at the time the insulin pump suspended. The customer removed and changed the sensor. New sensor was reading 81 and then 160, when blood glucose was 171 and 180 mg/dl correspondingly. The sensor will be returned for analysis.